Manufacturer narrative:
The insulin pump had missing reservoir tube o-ring noted. The device also had cracked lcd window, cracked case at lcd window corner, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot, and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call, the o-ring in the reservoir compartment feel out and the cartridge comes off and it won't lock in place. Customer's blood glucose was 162 mg/dl. Troubleshooting was performed and customer stated the damage occurred during normal use. The device had been bumped a couple of times but it wasn't dropped. Customer was advised to discontinue use of the device and to revert to back up. Customer returned the device for analysis.